Event description:
Healthcare professional reported the patient felt symptoms that were connected with breast implant illness. Healthcare professional later revealed ruptured implant. Device has been explanted and discarded.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.